Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During a re-intervention on the patient for repositioning of the atrial lead, the screw of the atrial connector port remained locked onto the st jude medical screwdriver.

Manufacturer narrative:
The preliminary analysis suggests that the issue was due to a use error.

Event description:
During a re-intervention on the patient for repositioning of the atrial lead, the screw of the atrial connector port remained locked onto the st jude medical screwdriver.

Event description:
During a re-intervention on the patient for repositioning of the atrial lead, the screw of the atrial connector port remained locked onto the st jude medical screwdriver.

Manufacturer narrative:
Please refer to the attached analysis report.